Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-03806. The patient has two model 3166 leads implanted with the same lot number. It was reported the patient is requesting to have his scs system removed due to ineffective stimulation. Surgical intervention may be pending to address the issue.